Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had pixels that weren't working. Customer stated that the non-functioning pixels were "getting bigger". Reportedly, the pixels issue blocked some of the graphics and text on the screen. The customer's blood glucose (bg) level was over 600 mg/dl and was addressed with a corrective bolus. Reportedly, the customer's bg level was high because the customer was due for a supply change. Tandem technical support offered to follow up with the customer to verify that bg levels return to target range; however, the customer declined. The customer confirmed that an alternate method of insulin delivery was available.